Event description:
During a maxillofacial procedure involving vsp system guides, it was reported that the maxillary plates resulted in a deviated dental midline. These patient specific plates were removed, and stock plates were used to correct the maxillary position. This required the drilling of additional holes to properly secure the stock plates.